Event description:
During insertion of a solyx sling, the delivery tip on the assembly device broke off. Surgeon notified of missing tip. Search of field done by all staff including surgeon. Charge nurse and managers notified. Xray called. Flat plate xray completed. Results read from radiologist to surgeon. Foreign body confirmed. Dr requested pt transport to pacu and no action taken. Charge nurse and managers notified. Pt transported to pacu. Pt discharged home in good condition.